Event description:
Caller reported that a cartridge alarm 20 occurred during the pumping process. Blood glucose did not exceed 500 mg/dl, indicating there was no adverse impact to the customer's blood glucose level. Technical support decided to send a replacement pump with updated software to the caller, as the pump was still under warranty. Instructions for putting the old pump into storage mode and returning it were provided, with the caller understanding and acknowledging all steps. No backup insulin therapy was available, so the caller planned to reach out to a healthcare provider.